Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. The patient reported a return of nocturia 5-7x as their main voiding symptom. They also had a return of daytime frequency 6-7x per day and urgency as well as bladder pain which they described as bladder spasms. The patient requested to have the device removed. It was reported that the ins was explanted on (B)(6) 2018. The event was resolved without sequelae. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the etiology was unknown as the clinical site was not able to interrogate the device to determine functionality or programming. No further complications were reported/anticipated.